Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead required intervention to reposition due to high thresholds. During the repositioning procedure the helix would not extend as expected. The lead was explanted and replaced without incident. Besides surgical intervention there were no other adverse patient effects reported.